Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: off-label age<21, (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.0/2.0/101 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event is unknown.